Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as the onset, the patient visited the emergency room due to peritonitis. On the same day, the patient was treated with unspecified antibiotics (doses, frequencies, duration and routes of administration not reported) for the event of peritonitis. The next day, the patient was hospitalized for the event. At the time of this report, the patient had not recovered from the peritonitis and pd therapy was ongoing. No additional information is available.